Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited pacing inhibition that resulted in 2 to 3 seconds of asystole following implant. The local field representative contacted boston scientific technical services (ts) and inquired about the potential of air bubbles in the header. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.